Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that the implantable neurostimulator (ins) quit working. Pt stated he felt stimulation last 2-3 weeks ago pt stated he charges the ins to 100% and he turns on the ins and the ins battery runs down but he feels nothing. Pt stated that he has turned the stimulation up to 10 but he feels nothing. Pt stated "he feels the left butt feels like jello" since implant (B)(6) 2020. Pt stated he can move the ins around with his finger around the ins site. Pt stated he told the hcp about the ins site and the fact that the ins was moving around in the pocket. Pt stated "he thinks" the dr did an x-ray and told pt everything looks fine. Pt stated he thinks he saw his hcp about this in (B)(6) 2020. Patient services recommended that pt contact his hcp to check the ins/ leads. Pt stated that he has an appointment in (B)(6) 2020 to see the hcp but he will call the hcp office today to see if he can move his the appointment up.